Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with another model. Reportedly, effective therapy resumed post-operative.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not recharge the ipg as recommended. The patient's programmer also reflects a communication error. As such, the device was deemed inoperable by a company representative. As such, the patient will undergo surgical intervention as the next course of action.